Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, dyspnea and felt a sensation that the "device was turning on and off". It was reported that the right ventricular (rv) lead exhibited intermittent non-capture and undersensing. It was further reported that the right atrial (ra) lead exhibited undersensing. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.